Manufacturer narrative:
.

Event description:
It was reported that during follow up, lead noise was observed via electrograms. The lead was capped and replaced. There were no adverse consequences to the patient.